Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in mouth, its non-osseointegration was observed. The implant was installed without immediately load.